Event description:
A falsely elevated ctni result occurred on a patient sample. The initial result of 8 ng/ml was reported. Since this value was high compared to other clinical parameters, the physician requested a new sample which was negative. The original sample was repeated with a result of 0 ng/ml. Patient treatment was not prescribed or altered and there was no report of adverse health consequences to the patient as a results of the falsely elevated ctni result. Analysis of the instrument by a dade behring representative indicated the cause was contamination from the reagent drain.